Manufacturer narrative:
(B)(6). Five (5) samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sample was returned with the aluminum foil peeled. The sponge was found protruding above the rim of the cap in three (3) samples. The sponge was found fully separated from the cap in two (2) samples. The reported condition was verified in two (2) samples. None of the samples met specification. An assignable cause could not be determined, but mishandling during transportation is suspected. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of five (5) minicaps. There was no patient involvement. No additional information is available.